Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00051-00. The date of that submission was 02-mar-2025. H6: codes were updated. One device was returned for investigation. It was reported that syringes have been leaking out of the plunger. Results: leakage past the plunger was observed with 27 of the provided products. Based on the results of this investigation this complaint was confirmed. Inadequate manufacturing from the supplier is the root cause of this issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device was not able to pull-out medications completely while in use on the patient. The medication seemed to leak out on the back of the syringe. There were no patient harm or adverse effects reported as a result of the event.